Event description:
It was reported that the patient underwent a plf using posterior fixation at l3/s1. One of the l3 setscrews backed out approx three weeks post op. No revision surgery is planned at this time.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.